Event description:
An officer responded to a person described as in cardiac arrest. Reportedly when an attempt was made to treat the patient with the device, it would not powere on. No additional event information was reported.